Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. Model /lot not provided.

Event description:
It was reported that the n35 phaseal injector disconnected from the primary tubing which resulted in unspecified chemo leakage during a long term infusion. The user stated that the chemo leak rthru the membrane of the c45. The customer confirmed that there was no patient harm reported .the event occurred in hematology oncology center.

Event description:
It was reported that via a central line, a continuous infusion of epoch was programmed at a rate approximately less then 75cc/hr per rn. The n35 phaseal injector disconnected from the primary tubing luer lock which resulted in chemo leakage. The user stated that the chemo leak thru the membrane of the c45.the customer confirmed that there was no patient harm reported .the event occurred in hematology oncology center. The customer stated that both products were prepared and connected in pharmacy at the time of preparation.

Manufacturer narrative:
B3: event date removed: additional info: b.5; b7; d11.

Event description:
It was reported that an unspecified medication leaked during a long term chemotherapy infusion from the tubing set when the n35 luer lock injector unintentionally disconnected while in use on an adult patient. There were no adverse effects caused to the patient from the event.